Manufacturer narrative:
This report is submitted on may 09, 2022.

Event description:
Per the clinic, the patient experienced loss of connection to the internal device. Hardware exchange, troubleshooting and programming attempts were made; however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2022, and was reimplanted with another cochlear device during the same surgery. This report is submitted on october 07, 2022.

Manufacturer narrative:
Device analysis indicated device failure. This report is submitted on may 11, 2023.